Event description:
The customer reported low bgs. Troubleshooting was performed. Suggested the customer to resume to manual injections and to continue treating the low bgs. During the call the customer informed that they went to the emergency twice. The customer was not admitted and came home.